Manufacturer narrative:
The root cause of this nonconformity is an operator error during the packaging process.

Manufacturer narrative:
Incident date estimated.

Event description:
According to the complaint, a warehouse operator found that a safepico retail box was missing the inserts and qualified certificate.